Event description:
It was reported that a continuous glucose monitor displayed error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for full pump reset, completed reset with representative, confirmed error did not return, and successfully started new sensor session.